Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, the patient noted she felt heart racing, palpitations. The device was reviewed and it was found that the pacemaker mediated tachycardia. The device was reprogrammed and the oral medication was adjusted. The pacemaker remains in service. No additional adverse patient effects were reported.